Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the up button on the insulin pump is not responding, when pressed the device continues to scroll. The device also alarmed no delivery. Customer's blood glucose went up to 339 mg/dl. Customer was throwing up and had nausea. He was taken to the hospital. Customer blood glucose was 399 mg/dl at the time of admission; he was treated with sailin IV drip. He had taken of the device prior to arriving at the hospital. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer would like to keep the device and it might not return it for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked belt clip slot, cracked reservoir tube and cracked battery tube threads.